Event description:
It was reported that: blood leaked from the hub of the cath-gard, to which the sheath was connected while in use. Therefore, the sheath was removed and replaced with a new kit. No injury to the patient occurred.

Manufacturer narrative:
(B)(4). The customer returned one psi sheath for analysis. The cath-gard involved with this complaint was not returned. Signs of use in the form of biological material were observed inside the sheath body. Visual analysis of the psi sheath did not reveal any defects or anomalies. Visual analysis could not be performed on the cath-gard as it was not returned for analysis. A lab inventory cath-gard was attached to the returned psi sheath. The cath-gard appeared to attach and remain secure with no observed issues. Performed per IFU statement, "press distal hub of catheter contamination shield over assembly cap. Twist to lock". Functional analysis could not be performed on the actual cath-gard involved with this complaint as it was not returned for analysis. The hemostasis valve and psi device were leak tested according to three different parameters per (B)(4) rev.09: 1) low pressure leak resistance test ((B)(4) section 6.1.2): this states , "there shall be no leakage past the hemostasis valve when using a pressure of 20-21kpa (3psi)." The psi was attached to the lab leak tester. With the distal end of the sheath occluded , the sheath was pressurized to 21kpa for 30 seconds. No leaks were observed, which indicates that the sheath valves are functioning as intended. 2) liquid leakage - hemostasis valve with catheter advanced: the parameters from the low-pressure leak resistance test were repeated with a lab inventory 7.5 fr swan-ganz catheter inserted into the sheath. The sheath was pressurized to 42 kpa for 30 seconds and no leaks were observed from any portion of the device. 3) high pressure leak resistance test ((B)(4) section 6.1.3): this states, "when tested in accordance with iso (B)(4): annex e, using a test pressure of 300-320kpa (43.5-46.4psi), there shall be no leakage sufficient for form a falling drop." The psi was attached to the lab leak tester. With both the distal end of the sheath and the hemostasis valve occluded, the device was pressurized to 300kpa for 30seconds. No leaks were detected from any portion of the psi , which indicates that the sheath assembly is intact. The returned device passed all three functional leak tests performed. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "if using a catheter contamination shield with tuohy-borst adapter (where provided), insert tip of desired catheter through tuohy-borst adapter end of catheter contamination shield. Advance catheter through tubing and hub at other end". The report of a leaking cath-gard could not be confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies with the returned psi sheath. The returned psi was leak tested according to bs en iso (B)(4) and no leaks were observed; however, leak testing could not be performed on the actual cath-gard involved with this complaint as it was not returned. Therefore, based on the customer report and sample returned, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: blood leaked from the hub of the cath-gard, to which the sheath was connected while in use. Therefore, the sheath was removed and replaced with a new kit. No injury to the patient occurred.

Manufacturer narrative:
(B)(4).